Event description:
Pt's family member called alleging that pt's meter gave pt inaccurately high readings, which resulted in hypoglycemia. In 2003, family member tested pt sugar at approximately 8:30am and obtained a 22mmol/l. Family member gave 1.5u of extra insulin (pt usually takes 8.5 units of "long active" prior to breakfast). Pt had breaskfast and went to nursery. Around 2:30 pm pt had convulsions and hypoglycemia. The nursery staffs are not allowed to take blood glucose reading, so paramedics were called. Paramedics arrived and gave pt some gel and family member does not recall reading on paramedics meter. Pt did nto have control solution to check the test strips. Family member called lfs and realized that the meter was set in the wrong unit of measurement. Customer service assisted family member in setting meter back to the correct unit of measurement.